Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Conductor fracture and insulation damage were suspected to be the cause of the event but not confirmed. The device was reprogrammed as an interim resolution. Noise was unable to be reproduced. An x-ray was performed but no anomalies were found. No additional intervention has been completed. The patient is stable with no consequences.